Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress)- moisture behind the display issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/30/2017 with the following findings: during investigation, moisture was observed through the display lens. A leak test was performed and a leak was identified at the display lens. The pump cover was opened and moisture was observed throughout the pump casing. Unrelated to the original complaint, the pump was powered on and the display was found to be blank.